Event description:
Diabetes educator called reporting customer was in the hospital and her insulin pump alarmed no delivery. Customer had been hospitalized for non-diabetes related pneumonia. She was treated with steroids. While in the hospital, customer's blood glucose rose. Her device would alarm no delivery. Caller stated that customer would program a 5.0 unit bolus, but only .2 units would come out. She would try to bolus again and then the device would deliver the full bolus. Customer needs extra insulin because of the steroids she is on. Customer's blood glucose was over 200 mg/dl. She was advised to call help line for any trouble shooting, and that a replacement device would be sent if she feels uncomfortable with her device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.